Event description:
The pt was admitted for a procedure on (B)(6), 2009 with a lesion in the distal right coronary artery. The lesion had 75% stenosis and was de novo and slightly tortuous. A 3.5 x 8mm cypher stent was delivered to the target lesion, without friction, for direct stenting. The cypher was implanted at 26atm. When the physician tried to post-dilate the cypher stent using the stent delivery systems, pressure would not increase and backflow of blood, into the inflation device, was confirmed. Therefore, the stent delivery system was retrieved from the pt and post-dilation was conducted with another balloon. The physician did not indicate any anomalies prior to ise. There was no pt injury reported.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.